Event description:
It was reported that; patient is experiencing pain, lack of mobility after surgery using shapematch cutting guide involving right knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding lack of mobility and pain involving a shapematch cutting guide was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A review of the device history records indicated the devices were manufactured and accepted into final stock on with no reported discrepancies. A search of the complaint databases indicated that s events have occurred for the us shapematch cutting guides. Voluntary recall ra 2012-171 were initiated for us shapematch cutting guides due to the potential risks associated with these devices. The reported lack of mobility is considered to be under the scope of this recall. As a result of an internal nonconformance the following root causes were identified: inadequate design controls; inadequate user training; insufficient quality control measures.

Event description:
It was reported that; patient is experiencing pain, lack of mobility after surgery using shapematch cutting guide involving right knee.